Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the instrument did not fire properly and the surgeon cut his finger on the knife blade of the instrument. The surgeon used another instrument to complete the procedure. No pt injury reported.